Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. She manually removed the pledget in pieces from her vaginal cavity and felt she removed it all. Although she had no symptoms she did mention the incident to her doctor at her yearly exam. No treatment was needed. She did not experience any adverse health effects.